Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/23/2012. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was pain. Device evaluation: analysis of the returned device identified to be overweight, a crease fold, a deformation, a brown and red particles in the shell and bubbles in the gel. Cloudy and voids in the gel observed after autoclave cycle. It was reweighed on mo 502-65-004 and the unit is within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side "moderate" breast pain. Device has been explanted.